Event description:
It was reported that the vertical lift column motor on the 9600 system was noisy. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The housing cover screws were tightened during the service call. The system was tested, and found to be working as intended, and put back into service.